Event description:
Please see the attachments reporting that the (B)(6) regulatory department has received a warranty claim reporting a failed implant not manufactured or distributed by the (B)(6). Immediate implant was attempted. Initial stability achieved. After adjusting for depth, it lost stability. We switched to delay placement and performed ext/rp. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).